Manufacturer narrative:
Further info will be provided upon conclusion of the MFR's investigation.

Event description:
During resident diaper change, the caregiver noticed a cut on resident's genitals. The facility suspected that the injury may have occurred 4 hours before due to a sling pinching the genital area during a transfer from bed to chair, but could not confirm this. The resident sustained a 4.5 cm skin tear with minimal bleeding. It was reported that the pt went to the hospital for treatment, however no further info was released to arjohuntleigh.